Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Samd investigation: if afc code and investigation summary is provided, the investigation is complete. If the data is not present, then the investigation is pending. (B)(4. Summarize the complaint/allegation tested description of the testing/investigation performed regardless of success of the test and the results of the test along with tester name and test date. Whether the software failed to meet specifications. Cause and/or contributing factors to the event. If the cause cannot be determined include the suspected or most likely cause. The summary must clearly state that the cause is most likely. A summary of the analysis results and how they correlate to the customers alleged complaint {panel}. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that transmitter was unable to pair with mobile device. No harm requiring medical intervention was reported.

Manufacturer narrative:
An attempt to reproduce the reported event was conducted 5 times using smartphone android app: minimed mobile app (software version 1.3.1) on galaxy s9 (android 9) with 780g pump (software version 6.7). And we were unable to reproduce the issue during testing. The software performed as expected per specification - ble connect ios and android mobile software requirements specifications, (B)(4). The reason for failed disconnect attempts is the supervisor_timeout error returned by os. Supervisor timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds). The most likely cause are: bluetooth stack implementation; high level of electromagnetic noise. Helpline were provided some troubleshooting steps which are listed below that could help the customer: ask user for any apps with bluetooth usage presence, and remove them if any are present. Install system updates if any are available: settings ã¢â¿ â¿¿ software update ã¢â¿ â¿¿ download and install. Try to pair test the pump pairing with another available phone (if possible). Try to pair pump in another location, with lower amount of electromagnetic noise. Helpline were provided the above troubleshooting steps however the customer mentioned the issue was resolved without the needed to do any troubleshooting steps. They just tried to re-pair and this worked. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.